Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) on 01/13/2016 for investigation. Investigation is as follows: visual inspection results: during visual inspection there was damage to the front enclosure, the battery lock clip was bent, there were missing screws at the bottom enclosure and the load plate screws. Archive data results: during the archive data review no problems were found in the file on the reported date. Functional testing results: during functional testing the platform was run for 10 minutes using a test mannequin with no issues. The platform passed functional test. The investigation was unable to observe reported problem "when the crew tried to power the device back on it would not power back on." Several batteries were used to power up the device including li-ion battery with no problem. A power cycle was run on the ap platform with no problem. Based on the investigation the front enclosure, bent battery lock clip and missing screws including load plate screws were replaced. The autopulse 1.5 is a reusable device and was manufactured in (february 2009). The physical damage found is a characteristic of normal wear and tear of the device. During additional investigation it was found that the drive shaft plate was sticky, to remedy this issue the clutch plate was deburred. In summary, the reported complaint was not confirmed. During functional testing no problems were found, therefore the reported complaint of platform not powering on was not confirmed. The issues found during visual inspection were remedied by replacing the appropriate parts listed above. In addition, to remedy the sticky drive shaft, the clutch plate was deburred. The platform passed final functional testing.

Event description:
It was reported that after patient use and powering off the device the autopulse platform (s/n (B)(4)) would not power back on. This event occurred after patient use, no patient details were disclosed. No additional information was provided.